Event description:
A trilogy 100 ventilator was returned to the manufacturer for service with the allegation that the liquid crystal display (lcd) was not working. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the lcd screen was found to not be working. The lcd was replaced to address the issue.